Event description:
A customer contacted beckman coulter (bec) to report a leak at the wbc bath of a coulter act diff analyzer. The volume of the leak was about 5 ml. The customer was wearing gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
The customer suspected a clot in the wbc drain line and stated that the wbc bath was overflowing. Bec customer technical support (cts) instructed the customer to rinse the wbc bath with bleach and drain it. The customer rinsed the wbc bath with bleach three times and the bath overflow was fixed. The customer verified that the instrument was operating without any leaks by running controls. The cause of the leak may be attributed to a clot in wbc drain line that prevented proper draining of the wbc bath. (B)(4).